Event description:
A report received from foreign country associated two cypher stents with a thrombotic event four days after implantation. The patient was a male, no information regarding the patient's past medical history, the procedure or the vessel and lesion characteristics were provided. The indication for the percutaneous coronary intervention is also unknown.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2007-01239, and 9616099-2007-01240. Additional information will be submitted within thirty days upon receipt.